Event description:
It was reported that the pump touch screen was cracked, unresponsive and illegible. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.